Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficult to position and difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous distal left anterior descending (lad) coronary artery. During use of the 2.50x18mm xience sierra stent delivery system (sds), resistance was noted in the lad with a non-abbott guide catheter extension and double guide wires. There was also resistance noted during advancement of the sds and the guide catheter extension. The vessel was very calcified and tortuous and the sds could not cross the lesion. The sds was pulled back and there was resistance noted with the guide catheter extension and it was noted that the stent was dislodging. The entire system was removed together and the stent was located in the guide catheter extension. No other stent was able to cross the lesion due to the calcification and the procedure was aborted. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.